Event description:
Reporter alleged patients blood glucose measured 22 mg/dl compared to a lab result of 66 mg/dl, when testing was performed less than 10 minutes apart. Reporter stated there were no actions, no treatment, and no delay of treatment associated with the meter results. Reporter indicated control testing was performed and both levels one and two "passed". A request was made for the return of the suspect device and replacement product was sent.